Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: g3; h2; h6; h10. D4: attempts have been made to gather all product identification information and no further information has been provided. - no product was returned or pictures provided; visual and dimensional evaluations could not be performed. - device history record review cannot be performed without product identification. - medical records were provided. Review identified the following: single coned ap x-ray view of the right hip shows cementless total hip arthroplasty components in place. Suspect excessive lateral inclination and version of the acetabular cup. However, the images needed to confirm this suspicion are lacking. The femoral stem exhibits varus alignment within the femoral canal. - a definitive root cause cannot be determined. - complaint is not confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.

Manufacturer narrative:
(B)(4). H6: proposed component code: mechanical (g04) - stem. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient is being considered for a right hip revision for unknown reasons. The sales rep was requesting implant identification. Attempts have been made and no further information has been provided.